Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subjected device had no gas flow & low abdominal pressure. The issue was identified when inspected at the time of set up before the patient entered the room. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: physical damage to the main circuit board, damage to internal tubing and physical damage to the manifold unit. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is presumed that the damper, a component securing the manifold unit, was damaged. This caused the manifold to move due to external force, damaging the flow sensor interface and connecting tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.